Manufacturer narrative:
B5: additional information added to event summary. H3: product analysis ¿drawing(s) referenced: n/a ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was moderate, which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was completed by replacing the device with another medtronic product.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex distal end failed to open. The patient was undergoing surgery for treatment of an unruptured, saccular right ic-pc aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. It was noted that the patient¿s vessel tortuosity was moderate. The vessel diameter landing zone was 4.3 mm distal and 5.0 mm proximal. It was reported that the pipeline was inserted into phenom 27, which went up to m2, and then the sleeve was removed with m1, but the tip was not deployed properly. A certain level of deployment was obtained with the unsheath, so it was moved to the placement position, then it was expanded to approximately 70%. The tip was not deployed well, so it was resheath again to the same level, but the tip was not deployed again. The position of the tip was unclear when it was left alone; it was considered a risk for shortening and the resheath, so it was collected. There was deployment failure in the distal stent. The pipeline was not located in a tortuous segment of the blood vessel. The deployment failure occurred after more than 50% of the pipeline had been deployed. The pipeline was resheathed two or fewer times. No additional operations were performed. The stent was removed from the patient¿s body, and the pipeline was resheathed and collected along with the microcatheter. Dapt was performed. There were no postoperative findings related to blood flow on contrast imaging. The pipeline was not used as an indication for off-label use. The device was prepared as indicated in the package insert. No patient symptoms were reported. Ancillary devices include a phenom 27 micro catheter.